Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event could not be duplicated. High pressure alarm messages were found in the pump's event history logs after starting. The downstream sensor will be replaced as a preventive measure.

Event description:
It was reported that cadd legacy pump had "high pressure" alarm. No patient injury was reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event could not be duplicated. High pressure alarm messages were found in the pump's event history logs after starting. The downstream sensor will be replaced as a preventive measure.

Event description:
It was reported that cadd legacy pump had "high pressure" alarm. No patient injury was reported.